Event description:
Customer reported that her insulin pump may be malfunctioning. Customer's blood glucose was 600 mg/dl. She treated her high blood glucose with a manual injection. Troubleshooting found there was a leak in the insulin pump. The customer also found that the cannula was bent and there was a little bit of blood inside. Customer also stated her blood glucose dropped to 420 mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.